Event description:
It was reported that an asymptomatic patient presented in the operating room on (B)(6) 2017 for a scheduled lead revision due to episodes of noise. The lead function was otherwise good and normal. The lead was extracted without issue and a new right ventricular (rv) lead was implanted. The patient was stable before, during and after the procedure and will continue to be monitored.

Manufacturer narrative:
The reported event of noise was confirmed. Visual inspection found external insulation abrasion at 11.8 cm to 12.0 cm from the pin consistent with lead friction to the ICD can.